Event description:
It was reported that a home patient performed a partial swap of supplies in response to an unknown alarm that occurred on the homechoice machine. The patient was connected for drain 2 of 4 of peritoneal dialysis therapy when they added an additional bag to the set up. The technical service representative assisted the patient in ending therapy. The patient was advised to finish therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the patient reported adding a new supply bag to the set up during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.